Event description:
This event was captured based on literature review. It was reported that a retrospective review identified a total of 52 patients who underwent percutaneous stent implantation (including non-abbott stents and jostent peripheral bare metal stents, 60 stents total) via femoral or jugular vein access in a very narrow right ventricular outflow tract (rvot) to improve pulmonary blood flow, between the year 2005 through 2012. While 17 patients remained well palliated after a median time of 122 days, of the 52 patients, adverse patient clinical outcomes were as follows: -procedural death due to guide wire perforation of the pulmonary artery despite intervention via deployment of an unspecified stent: 1 no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent peripheral bare metal stent is not commercially available in the u.s. The product code and PMA# listed is based on the predicate device and is, therefore, similar to a device sold in the u.s. (B)(6). Guide wire: 014 boston scientific thruway; 035 teflon. Guide cath: 4f right judkins; 5f right judkins. Sheath: 4f cook flexor; 7f cook mullins. Stent: boston scientific liberte; cordis genesis. Estimated therapy date is (B)(6) 2005. 11/13/2013 article review date. (B)(4). There was no reported product deficiency. The reported patient effect of death is a known observed and potential patient effect as listed in the jostent peripheral stent graft instructions for use (IFU). Additionally, it was reported the jostent was used in the coronary. It should be noted the indications section of the IFU states: the jostent peripheral stent graft is a balloon expandable stent graft for intraluminal chronic placement in iliac arteries and renal arteries. The reported violation of the IFU does not appear to have caused or contributed to the patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.